Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
: It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.